Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, the vibration notifier could not be felt. The vibration duration was changed from 6 seconds to 12 seconds and the test performed again without any vibration from the device. The patient is not dependent and has no symptoms. The physician will continue to monitor the patient trough remote transmission. No further information was provided.